Manufacturer narrative:
Submit date: 11/09/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a needle. The customer reports needles are falling off the hub. This is noticed right out of the package or when drawing up medication.